Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure performed on (B)(6) 2009. According to the complainant, after the papilla incision was performed, the device was inserted into the scope again. At that time, the distal end of the device was found to be damaged. Additional info indicated that the tip was nicked, and the radiopaque marker paint on the tip was chipped but no pt had fallen into the pt. The procedure was completed with this autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - tip was nicked, paint was chipped. The complainant was unable to provide the suspect device lot number; therefore, the lot exp and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).